Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a safety syringe. The customer reports that after the injection, the needle detached from the hub and remained in the patient's arm. The needle was able to be removed with no further impact reported to the patient. After the needle detached, the medication that was being injection splashed into the staff member's eye. In response, the staff member had their eyes flushed on site, and no add'l medical intervention was taken. No info about the medication being administered was available.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.